Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. B11719) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years after insertion of essure (ess205). In 2005, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), arthralgia ("joint pain"), menorrhagia ("haemorrhagic periods, bleeding before or after periods"), coital bleeding ("bleeding after intercourse"), pollakiuria ("frequent urination more than 6 times a day"), loss of libido ("loss of libido"), abdominal distension ("swollen abdomen, bloating"), breast swelling ("swollen breasts"), breast tenderness ("tender breasts"), thyroid mass ("nodules on thyroid"), oedema peripheral ("hand oedema"), abdominal pain upper ("stomach pain"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating on simple tasks"), speech disorder ("speech problems"), confusional state ("feeling confused"), limb discomfort ("feeling of heavy legs"), burning sensation ("burning sensation in body"), fibromyalgia ("pain similar to fibromyalgia"), vision blurred ("blurred vision"), tendon pain ("tendon pain"), ligament pain ("chronic ligament pain"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for long periods"), depression ("depression") and urinary tract infection ("urinary infection") and was found to have weight increased ("weight gain"). On (B)(6) 2020, the patient experienced wound complication ("wound scar with a temperature"). The patient was treated with surgery (implants removed on (B)(6) 2020 total hysterectomy by laparotomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, fatigue, sleep disorder, weight increased, arthralgia, menorrhagia, coital bleeding, pollakiuria, loss of libido, abdominal distension, breast swelling, breast tenderness, thyroid mass, oedema peripheral, abdominal pain upper, amnesia, disturbance in attention, speech disorder, confusional state, limb discomfort, burning sensation, fibromyalgia, vision blurred, tendon pain, ligament pain, neck pain, back pain, musculoskeletal stiffness, gait disturbance and depression outcome was unknown and the wound complication and urinary tract infection had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, amnesia, arthralgia, back pain, breast swelling, breast tenderness, burning sensation, coital bleeding, confusional state, depression, disturbance in attention, fatigue, fibromyalgia, gait disturbance, ligament pain, limb discomfort, loss of libido, menorrhagia, migraine, musculoskeletal stiffness, neck pain, oedema peripheral, pelvic pain, pollakiuria, sleep disorder, speech disorder, tendon pain, thyroid mass, urinary tract infection, vision blurred, weight increased and wound complication with essure (ess205). The reporter commented: complaints started approximately two years after essure implantation. Implants were removed on (B)(6) 2020 with total hysterectomy by laparotomy. She had urinary infection and, since, scar with a temperature. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. B11719) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years after insertion of essure (ess205). In 2005, the patient experienced migraine ("migraines"), fatigue ("chronic fatigue"), sleep disorder ("disturbed sleep"), arthralgia ("joint pain"), menorrhagia ("haemorrhagic periods, bleeding before or after periods"), coital bleeding ("bleeding after intercourse"), pollakiuria ("frequent urination more than 6 times a day"), loss of libido ("loss of libido"), abdominal distension ("swollen abdomen, bloating"), breast swelling ("swollen breasts"), breast tenderness ("tender breasts"), thyroid mass ("nodules on thyroid"), oedema peripheral ("hand oedema"), abdominal pain upper ("stomach pain"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating on simple tasks"), speech disorder ("speech problems"), confusional state ("feeling confused"), limb discomfort ("feeling of heavy legs"), burning sensation ("burning sensation in body"), fibromyalgia ("pain similar to fibromyalgia"), vision blurred ("blurred vision"), tendon pain ("tendon pain"), ligament pain ("chronic ligament pain"), neck pain ("neck pain"), back pain ("back pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking for long periods"), depression ("depression") and urinary tract infection ("urinary infection") and was found to have weight increased ("weight gain"). On (B)(6) 2020, the patient experienced wound complication ("wound scar with a temperature"). The patient was treated with surgery (implants removed on (B)(6) 2020 total hysterectomy by laparotomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, fatigue, sleep disorder, weight increased, arthralgia, menorrhagia, coital bleeding, pollakiuria, loss of libido, abdominal distension, breast swelling, breast tenderness, thyroid mass, oedema peripheral, abdominal pain upper, amnesia, disturbance in attention, speech disorder, confusional state, limb discomfort, burning sensation, fibromyalgia, vision blurred, tendon pain, ligament pain, neck pain, back pain, musculoskeletal stiffness, gait disturbance and depression outcome was unknown and the wound complication and urinary tract infection had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, amnesia, arthralgia, back pain, breast swelling, breast tenderness, burning sensation, coital bleeding, confusional state, depression, disturbance in attention, fatigue, fibromyalgia, gait disturbance, ligament pain, limb discomfort, loss of libido, menorrhagia, migraine, musculoskeletal stiffness, neck pain, oedema peripheral, pelvic pain, pollakiuria, sleep disorder, speech disorder, tendon pain, thyroid mass, urinary tract infection, vision blurred, weight increased and wound complication with essure (ess205). The reporter commented: complaints started approximately two years after essure implantation. Implants were removed on (B)(6) 2020 with total hysterectomy by laparotomy. She had urinary infection and, since, scar with a temperature. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.